Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The product development visual inspection revealed all of the fingers are broken off the reduction insert. The device exhibited no other visually obvious damage. The green handle was not returned with the complaint. Improper assembly of the instrument (not fully seating the insert) by the operating room staff likely caused the reduction insert to see excessive loading in the region of failure during reduction. Rather than having the axial loads reacted by the thrust surface on the underside of the head, the fingers instead contact the retention rib and are squeezed into the inner tube as reduction loads are applied potentially causing them to break. A CAPA has been initiated to address this issue.

Event description:
It was reported that a posterior lumbar fusion with matrix product, the surgeon was using the matrix threaded persuader to reduce the rod into the matrix screw head. The threaded persuader jammed when reducing the rod, then was very difficult to reverse. After the case the part was examined and the black plastic end inside the tube had small bits that had broken off. These bits jammed the persuader from engaging and made it extremely difficult to reverse. The surgeon was able to proceed with the case without any harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).